Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, its patient med order was not showing. The customer reported issue occurred during dispensing of medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed that the customer had called stating that a medication order was not appearing on the patient¿s profile. Although the order had been faxed, the pharmacy had not received it, resulting in the item not being added to the profile at that time. The customer indicated that she would follow up with the pharmacy to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, its patient med order was not showing. The customer reported issue occurred during dispensing of medication to patient. There were no adverse events or injuries reported based on this event.